Manufacturer narrative:
Three opened 23 gauge trocar hub/cannula assemblies were received for the report of leaking trocars. The returned samples were visually inspected using magnification and the two samples were found to be conforming. The third sample was found to be nonconforming with a damaged septum. It was unknown how or when the one sample became damaged because the sample was returned opened. The customer 's final lot was identified. According to the device history record review, the product released met the product¿s acceptance criteria. A complaint history examination indicate d seven complaints were associated with the components of the reported lot. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Event description:
A registered nurse reported to an account representative that the valved trocars leaked immediately upon insertion during a vitrectomy with membrane peel procedure. The pack was replaced with another pack and the procedure was completed. There were two occurrences reported and no reports of patient injuries. The product sample was retained. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).